Event description:
It was reported that the fragmentation basket separated from the torque cable during a procedure on an extremely tight loop graft. The basket was removed with a snare device. There were no further complications.